Event description:
The patient was more careful with the height of the bag and the direction of the shower, and the issue of water getting into the bag resolved. Related MFR # of the lvad 2916596-2022-15013.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the heartmate gogear shower bag was not confirmed. The shower bag (lot number: unknown) was not returned for analysis and no pictures of the event were submitted for review. Provided information indicated that the patient¿s initial shower bag was exchanged; however, the issue did not resolve with the implementation of the new bag. The patient also mentioned that the direction of the shower may have contributed to the event. The patient has since attempted to be more conscious of the water angle and no further issues have been reported to date; however, the root cause of the issue could not be conclusively determined with the information available. The heartmate 3 instructions for use and heartmate 3 patient handbook state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents also provide step-by-step instructions for showering with the use of the shower bag. The IFU and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed, as the lot number of the gogear shower bag not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that water had gotten into the shower bag while the patient was taking a shower. The patient's shower bag was exchanged; however, the issue of water getting into the bag did not resolve with the exchange. The patient determined that when the patient started the shower from the sitting tub, the direction of the shower changed so much and was not coming from above, and that water may have gotten into the bag because of that. Related MFR #: 2916596-2022-14781.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.